Event description:
Boston scientific was notified that during an event the gdc 10-3d 3d-shape synerg detection circuit did not detach. The physician checked the connection, tried new batteries and used a second power supply, but the main coil did not detach. Continuous flush was maintained the whole time. When the physician tried to retrieve the coil, it stretched and while removing the catheter, it ruptured. The pt underwent surgery to remove the coil and to clip the aneurysm. The patient's status is stable at this time.